Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they informed the representative (rep) that the device was not working sometime in 2025 and then went to see their health care provider (hcp) about sept 8th and they tried different times with different things and the hcp said the battery was at end of service and has to be replaced. Caller states they thought the battery would last about 10 years. Caller thinks setting were at about 3.4 but had several programs with different levels. The MRI facility said the ins needs to be put into MRI mode. Caller was a little overwhelmed with everything. Agent reviewed patient may be eligible for a head only MRI and redirected to healthcare provider to fill out an MRI eligibility form. Agent sent email to reps for further assistance. 2025-dec-22 additional information was received from the patient. It was reported that the rep had spoken with the patient and would coordinate with the hcp. 2026-jan-07 additional information was received from the patient (pt). They reported that they were very disappointed in their device as it only lasted 2 years. No surgery was planned to remove the device. The hcp stated the device was at end of service and no longer functioning. 2026-jan-19 additional information was received from a manufacturer representative (rep). The rep reported that they did not see this patient in the clinic, but they reviewed the patients file and notes. The rep not have any record of her settings to understand why the battery depleted so quickly. The hcp checked the battery in the fall and said it was at end of life.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.